Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an all-in-one container leaked prior to use. The patient observed liquid between the bag and the overpouch. Despite this, the patient used the device for infusion. After two hours, the leak was noted from the bag and the infusion was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot; however, this review did find similar complaints for this lot number for the reported problem. A visual inspection was performed with the naked eye. During visual inspection, it was noted that the bag was empty and no defects were detected. The bag was inflated with air and leak tested under water. A leak was discovered from between the bag port and the blue bag connector. The reported condition was verified. The cause was determined to be lack of solvent during assembly/manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.